Event description:
A customer contacted beckman coulter inc. (Bci) regarding a low platelet (plt) result of 12x10^3cells/ul with instrument generated message generated by the coulter act 5 diff analyzer for a pediatric patient finger stick sample. The erroneous result was reported out of the laboratory. The sample was not re-run. The patient was sent to the hospital (because the plt count fell from 20x10^3cells/ul) where the re-drawn sample gave a higher plt result of 28x10^3cells/ul. There was no injury or change to patient treatment associated with this event.

Manufacturer narrative:
Sample was a finger stick from a pediatric patient. The erroneous results occurred on a specific patient sample. A field service engineer (fse) was dispatched on-site (B)(6) 2011 (on the day of the event) and was unable to duplicate issue. Fse verified instrument operation and found no problems. The root cause for this event is unknown. However, the instrument operated as designed and provided message to alert the operator to review the results.